Manufacturer narrative:
The company service representative examined the system and found that it met specifications.

Event description:
The customer reported that a posterior capsule tear occurred during surgery. No other information has been provided regarding the event.